Event description:
A customer reported that the light source locked during a vitrectomy procedure. The case was completed with an alternate illumination system. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and replaced the xenon lamp, cleaned the optical system's mirrors and lenses, and also cleaned the internal and external filters. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).